Event description:
A physician as had five occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophillic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, left eye 1999. The pt subsequently developed what the surgeon describes as severe post-op inflammation 2000; no secondary surgery was necessary. At pt's last visit 2000, visual acuity was 20/40. Surgeon does not feel this is lens related.